Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The reported event stated that "respiration compensation could be obtained, but the catheters became distorted and started drifting.¿ the results of the investigation are inconclusive since the device was not returned for analysis. Device logs were received for review; however, case studies were requested but were not provided. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information (d4) and 510k (g3) are not available.

Event description:
During an ectopic atrial tachycardia and supraventricular tachycardia procedure, there was a delay due to display issues with the ensite x software. When patching the patient, an error stating "electrode disconnected, bioimpedance error" was displayed. Exchanging the grounding patch and right sided patch temporarily resolved the issue. Afterwards, validating could be done, and respiration compensation could be collected. Four diagnostic catheters were placed before the error was seen again. Respiration was not able to be collected. Re-validating was done, and respiration was attempted to be collected again, but the error message ¿retry in 30 seconds- resp compensation cannot be completed while bioimpedance scaling is initializing.¿ after waiting, respiration compensation could be obtained, but the catheters became distorted and started drifting. The patches were exchanged again, and the patient's weight was checked with no resolution. The surfacelink was exchanged and the amplifier and display workstation were rebooted. The error continued, and the procedure was restarted with a new amplifier and display workstation that had not been updated to 3.1.2. There was no bioimpedance error with version 3.1.1. The procedure was successfully completed with no adverse consequences to the patient.